Event description:
A malfunction alarm was reported by the customer, leading to their blood glucose (bg) level reaching 500 mg/dl. The customer addressed the elevated bg by administering a corrective injection using multiple daily injections (mdi) and did not require any third-party assistance. Technical support provided guidance for resetting the pump, which the customer successfully did, and the malfunction did not recur. There was no adverse impact to the customer¿s blood glucose level after resolution, and the customer was advised to continue using the pump and to call back if the malfunction reappeared.